Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 24 atmospheres for 24 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications reported.